Manufacturer narrative:
Correction information was provided in h.6., and h.11. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. Iol returned positioned correctly in the lens case. Solution is dried on the intraocular lens (iol). One haptic is bent/deformed, the other haptic is intact. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "received lens back with a scratch and a broken leg". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This report originally filed as 1119421-2025-00025 from huntington wv. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of received lens back with a scratch and a broken leg. Another lens was then placed at the patient. Additional information has been requested.